Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported compatibility guidelines were requested. It was reported the patient fell and got a head concussion that caused diplopia (double vision) in both eyes and needed an MRI. The vision had cleared but the left eye diplopia came back. CT scans had already been performed. The patient reported that her ins has not worked in over a year and now she cannot get an MRI and other tests she needs. The patient reported her recharger would say ins battery was completely charged yet it was not working. The patient said the recharger would show that the battery was still full but there was no way that the battery could stay full for 7 days because she knew it did not hold a charge that long, so she knew the ins was not working and she was not feeling any relief. The patient reported it has been well over a month since she charged the ins. The patient was redirected to their healthcare provider (hcp). Information about jumpstarting the ins as a solution to display MRI eligibility versus having the hcp fill out the eligibility form was reviewed. Physician listings and foundation care number was sent because the patient reported external equipment was lost. The patient reported she had gone to a new hcp to talk about testing the ins to see if the ins could be jumpstarted, but nothing was done because the patient and hcp ended up disagreeing. The patient has a neurosurgeon who said he would remove the ins, but the patient has not seen him yet. The patient wants the ins removed and not replaced with another device. No further complications were reported. No additional patient symptoms were reported.